Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient discovered a leak from the tubing on the cassette at the end of their pd treatment. It is unknown at which point in therapy the leak may have begun. The pdrn stated that the patient woke up to a puddle on the floor. The cause of the leak from the tubing is unknown, however, the pdrn confirmed that the leak on the cassette was not associated with the cycler. It was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and not completing treatment. The pdrn reported that the patient has continued peritoneal dialysis therapy with the same cycler and new supplies with no issues and without reoccurrence of the reported event. The lot number of the cassette is unknown. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.